Event description:
It has been reported to philips that the fluoroscopy is not available. The patient was moved to another room for completion of the procedure. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't do fluoroscopy and it gave a fluoroscopy not possible message. Review of the log file showed issues with writing to the image disc and image disc not being created. The fse restarted the system but it didn't resolve the issue. The fse recreated the image store and ran the diagnostic tool to resolve the issue. After the repair, the issue was resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.